Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator shut down. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device was evaluated by the customer. There was no patient connected to the device. It was found that the flow sensor and gas supply test failed. The flow sensor and safety valve were found to be faulty. No repairs has been made to the device per the customer. Covidien was not authorized to repair the device.